Manufacturer narrative:
The insulin pump had no express bolus button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unresponsive esc button. The blood glucose reading was 180 mg/dl. The customer's mother stated that the customer had to press hard to get the esc button to work. She thought that the button was stuck but realized that the button just was not responsive. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.